Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she programmed a 25 unit bolus and the insulin pump only delivered 0.25. The customer was assisted with checking the bolus history. The customer stated that the 0.25 unit bolus she mentioned was not listed in the bolus history. A normal bolus was programmed into the air and bolus was recorded properly in the history. The bolus history does not go back to 6/13. Customer requested the insulin pump to be replaced. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was programmed with multiple boluses and all delivered properly and showed up on the bolus history screen and carelink report. No boluses could be verified on (B)(6) 2015 due to an overwritten history file. No history anomaly was noted. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.